Manufacturer narrative:
The second xience v 2.5 x 18 mm (lot#60609p1) mentioned is being filed under the same MFR number. Arrhythmia, including tachycardia, as listed in the IFU, are known adverse events with stenting and are not necessarily an indication of a product quality deficiency. Although hospitalization and further treatment is not specifically addressed in the IFU, it is listed in the risk assessment along with ventricular tachycardia, as known potential post-procedure complications. The need for medication appears to have been a secondary effect of the ventricular tachycardia, which was also treated with cardiac rhythm intervention.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: ventricular tachycardia requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt had two xience v 2.5 x 18 mm stents previously implanted. During a f/u visit in 2009, the pt was experiencing ventricular tachycardia (arrhythmia). The pt was hospitalized and was treated with cardioversion and medications, which resolved the symptom the following month. No add'l event or pt info is available.